Event description:
It was reported that a patient presented in-clinic with loss of capture noted on the patient's right atrial lead. Fluoroscopy was performed and confirmed lead dislodgement. The lead was explanted and replaced on 15 dec 2023. The patient was discharged and no adverse patient consequences were reported.